Event description:
It was reported that the user experienced a hyperglycemia event while using the ilet, with blood glucose measured by fingerstick at 318 mg/dl shortly after breakfast and trending upward despite no reported symptoms or device alarms. Symptoms included none reported. Outcomes included user frustration and self-management with a plan to wait 90 minutes for reassessment and perform a full supply change if glucose did not trend down. Investigation included remote troubleshooting and education, verification of user address for shipment of connector pieces, and provision of replacement connectors as a goodwill measure. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the cause of hyperglycemia unclear given the temporal proximity to a recent meal and pending assessment of infusion supplies. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.